Manufacturer narrative:
Occupation was lay user/patient. The initial reporter also got an "error 6" on the day of the event. This indicates that the strip was touched or removed while testing. The reporter's test strips were provided for investigation and were tested using a retention meter and controls. Testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(4) when compared with a laboratory result using dade innovin reagent and an unknown analyzer. The meter result was 5.3 inr at 9:00 am. The laboratory result was 3.5 inr at 10:30 am. The patient's therapeutic range was 3.0-3.5 inr, and the prescribed frequency of testing was weekly.